Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. On the same day, the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. On the same day, the patient was started treatment with cefazolin (1gm, twice a day, and ip) and gentamycin (40mg, twice a day, and ip) for peritonitis. The patient was recovering for the peritonitis event.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). The exact age is unknown, but the patient was born in 1982. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.